Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that they do not have the death certificate yet and do not know the cause of death. The caller stated that, at midnight, the customer had an insulin reaction, had low blood glucose, and crashed. He was given orange juice but was still actin odd, so the paramedics were called. The customer was in cardiac arrest. The paramedics attempted to revive the customer but were not successful. The caller did not know the customer's blood glucose at the time of death. However, the last recorded blood glucose value was 222 mg/dl at 7:30 am. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer's insulin pump was left at the hospital. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.